Manufacturer narrative:
The returned dc/dc and standard connectors printed-circuit board (pcb) has been investigated. The returned pcb functioned normally when it was tested in a reference ventilator. Performed pre-use checks tests passed without deviation, and no alarms or any stoppage of ventilation occurred during ventilation testing. Measurement of different voltages from the returned pcb did not show any deviations. The reported technical error code indicating a power failure was confirmed in the received device logs. Our conclusion is, that the returned pcb is faultless. The cause for the reported technical error could not be determined since the reported problem could not be reproduced.

Event description:
Manufacturer reference # (B)(4).

Event description:
It was reported that the ventilator generated a technical error alarm indicating a low internal voltage. Patient involvement is unknown at this time. (B)(4).